Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, intra-op, the interbody threaded shaft broke. The instrument came in contact with patient. No fragments of the instrument remained in the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: visual inspection confirmed the tip is broken from the distal tip of the threaded rod, only one thread is remaining. No surface defect identified that could contribute to crack propagation. Microscopic examination of the fracture surface finds a fairly brittle fracture with no indication of fatigue, with directional river lines consistent with overload. There is a slight angulation that correlates to the direction of the river lines indicating a bending moment. These observations are consistent with bend stress overload. If information is provided in the future, a supplemental report will be issued.